Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level 474 mg/dl. The customer stated that they could not seem to rewind the insulin pump all the way up and fill the reservoir. The insulin pump will not be returned for analysis.